Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). Cracks on the inside of the cover. All med watch submissions related to this report are: 9610612-2018-00069, 9610612-2018-00070, 9610612-2018-00072, 9610612-2018-00073.

Manufacturer narrative:
Investigation: this issue was already discussed in 2014. In 2014 several investigations were carried out and a CAPA ((B)(4)) was initiated. For this a safety team meeting was recently called. As an outcome of this meeting, the responsible persons agreed that the current failure pattern is in line with the failure pattern in 2014. The material of primeline (ppsu) is a high grade resin which has a strong resistance against heat, impact, and chemical, and is used for many kinds of products including medical devices. Multiple reasons of material degradation by tenside residues, pressure and heat which is applied to the lids during sterilization process are considered. The lids could have lost flexibility due to the above mentioned reasons which could have lead to the crack consequently. In order to avoid cracks we recommend a manual wash with sufficient volume of water soft sponge after every process. Rinse the lid completely to remove residues, especially tenside. Solvent and wipes which contains tenside may not be used. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. This includes the visible check of the lids after each use to detect potential damages. CAPA (B)(4) was started.